Event description:
Information received from patient reported that after a CT scan on (B)(6) 2015 for pain, all of their settings "turned off." It was confirmed the patient did not turn off the implantable neurostimulator (ins) before the procedure. The patient stated that they needed a replacement programmer and a reprogramming session. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated they had not notified their managing physician that the setting changed before the scan. No steps were taken to resolve the issue and the issue was not resolved. ¿it¿ was turning off all by itself and the settings were changing all by themselves. They were reducing the patient¿s medications so much that their injury site was hurting horribly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.